Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the difficulty maintaining a recharge connection was determined, it was due to user error/positioning of the recharger. Steps taken to resolve were continuing education with the patient. The patient was able to successfully recharge their implant. It was reported that the ins was evaluated by the physician. The stinging/burning sensation was only felt during a recharge session and was resolved by using a layer of clothing between the recharger and skin. The patient also tried lowering the recharging speed which also resolved the sensation.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding the patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that for probably a few months the patient had been having issues with the recharger. The patient would recharge and then it would lose connection and the light would flash orange. The rep did troubleshooting with patient over the phone. They had the patient reset the charger several times but it did not resolve the issue. The patient does not use the recharger application and reported that the recharger did not emit any tones when the light turned orange, so the patient would not realize that the charger was not charging. The ins battery was dead and the patient is not getting therapy because of this. The rep does not believe the ins position is causing the problem because when they had previously examined the ins site they could clearly feel the ins and confirmed it is not too deep under the skin. The rep would like to request a replacement recharger for the patient. The rep later provided device information and an email was sent to repair for a replacement recharger. Additional information was received from the patient and manufacturing representative. The patient called back needing assistance using their new recharger for the first time. The patient has not been able to charge because the recharger is still in shipping mode. Patient services reviewed how to get out of shipping mode and patient was able to do so successfully but still were not able to maintain ins charging. The recharger would briefly connect to the ins and then starts searching again. The patient also encountered a 1707 code. The patient could feel the ins under the skin but mentioned last time they met with the rep they mentioned it might be sitting at an angle and curved in or down a little bit. The patient had tried charging in multiple different positions, with and without the recharging belt, and had not been able to maintain a charging connection. The patient was not getting therapeutic effect because they have not been able to charge the ins. Patient services emailed field staff to notify them that recharging difficulties were not resolved with new recharger. The patient also mentioned the metal contacts on the recharger sting and burn them really bad so the rep told them to put a piece of tape over the recharger. Patient services recommended that the patient use the charger over a thi n layer of clothing.